Manufacturer narrative:
The reported torn leaflet was confirmed. Leaflet 1 had tears along its base. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus and tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. A smaller 23mm valve was subsequently implanted, further supporting that the valve damage could have been caused by the valve size and patient anatomy interaction.

Event description:
On (B)(6) 2016, a valve replacement was performed and this 25mm trifecta valve was implanted. At the 6 month follow-up, a small leakage was confirmed. In (B)(6) 2018, the leakage remained present. On (B)(6) 2019, the leakage was confirmed to have increased in severity via the echocardiogram. The physician believed there was structural valve deterioration (svd) due to a tear that was exhibited between the left coronary cusp (lcc) and non-coronary cusp (ncc). The valve was explanted on (B)(6) 2019 and replaced with a 23mm edwards inspiris resilia aortic valve.